Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient arrived to the emergency room (ER) on (B)(6) 2022 with worsening driveline exit site pain that had a reddish discharge that had started one week prior. The patient was treated with vancomycin and cefepime. While in the ER, the patient went into atrial fibrillation with rapid ventricular response. It was noted that the patients implantable cardioverted defibrillator (ICD) shocked them twice during the event and they experienced no other symptoms. The hospital attempted to treat the event with atropine but this was unsuccessful. They then cardioverted the patient but the atrial fibrillation returned after two minutes. The patient was cardioverted again and it was successful.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (infection and cardiac arrhythmia) cannot be conclusively determined through this evaluation. The patient was discharged home on (b)(3) 2022 and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that driveline exit site (dles) and blood cultures were obtained, with the dles culture revealing staphylococcus aureus. The patient was started on vancomycin and cefepime and underwent a driveline debridement procedure. The patient was discharged home on (b)(3) 2022 and remains ongoing.